Manufacturer narrative:
The investigation into the high purge pressure issue has been completed. The impella rp was returned for investigation. The provided data log showed that purge pressure ranged from 900 to 1000 mmhg between 07:14 and 07:51 on 14aug2021. During this time, purge flow was approximately 2.5 milliliters per hour. No high purge pressure or purge flow decreased alarms were triggered. At pressure p-9, the pump struggled to maintain flow within the 3.9 to 4.4 liters per minute range. The evaluation of the returned pump found a suture like material wrapped around the impeller and purge gap. The pump was run without issue. Of note, the purge cassette was not returned. The root cause of the high purge pressure and low purge flow was most likely the suture like material obstructing the purge gap due to user improper technique. Impella rp instructions for use for the related event are as follows: impella rp with smart assist system section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smart assist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smart assist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported the pump was successfully placed however, the purge flow rate was trending down, and the purge pressure was trending up. Reportedly the flow reached 2.1 and purge pressure greater than 1000. This impella rp was removed and successfully replaced with another impella rp and noted normal purge flow and pressure. There was no patient harm reported.